Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified arteriovenous fistula. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 10 seconds and a pinhole was noted at the middle part of the balloon. The balloon was removed from the patient's body without problem with the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.